Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that during a reverse shoulder procedure on patient's left shoulder, a trial reduction cracked into 4 pieces due to stress loads. 1 small piece could not be retrieved out of the patient. Surgeon reports that this will have no adverse affect to patient and completed the procedure. A 10 minute surgical delay was reported with no additional anesthesia administered.